Event description:
The patient received two scs system on (B)(6) 2008. It was reported that the patient did not feel stimulation. The patient programmer and the charger were unable to locate the ipg which was implanted on the left side of the patient. The ipg was not charged in the past two months. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.